Manufacturer narrative:
Per tandem¿s cartridge instructions for use: ¿do not remove or add insulin from a filled cartridge after loading onto the pump.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 280 mg/dl. Reportedly, the customer wore the pump against the skin. Additionally, it was reported that the customer removed or added insulin outside of the load sequence and tandem's technical support educated customer on cartridge labeling. A new cartridge was loaded and the pump performed as intended.